Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Insulin pump passed all operating currents tested within the specification range and passed off no power test. Pump passed the delivery accuracy test at 0.08800 inches. Drive support cap was inspected and no anomaly was noted. Insulin pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as insulin pump had an under delivering alarm. Customer¿s blood glucose level was 406 mg/dl. Customer¿s blood glucose value was 239 mg/dl. Customer treated with shot for high blood glucose. Customer was alleging the insulin pump because the customer was taking boluses, shots and blood sugar was not stabilizing. The product will return for the analysis.